Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system user was unable to reassign override group. A technical support specialist had stated that the issue was worked around by creating a new override group and performed knowledge article ka 000017198 ¿unable to reassign override group to a device¿ by creating a new override group by the product support engineer on the case 04114685 to resolve the issue. The system functioned as intended after the product support engineer had assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to reassign override group. The customer was unable to override medications from this device which caused workflow issues. There were no adverse events or injuries reported based on this incident.